Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient with clinical ID (B)(6) and study ID (B)(6) having spinal therapy. It was reported that patient had csf leak. Interventions: action subtype: hospitalization action result: new hospitalization action date: (B)(6) 2025 hospitalization end date (B)(6) 2025 action subtype: ae result in any treatment action result: yes action subtype: medication administration action result: yes any of these opiates or narcotics (adjusted or administered) yes action subtype: spinal surgery action result: yes specify the additional spinal surgery additional spinal surgery, (B)(6) 2025 medication_name: hydromorphone (dilaudid) start_date: (B)(6) 2025 dose: 0.5 dose uom: mg frequency: prn: as needed route: intravenous reason started/indication: post-op pain second surgery end_date: (B)(6) 2025 corresponding (B)(6) 2025_new right leg pain medication_name: oxycodone start_date: (B)(6) 2025 dose: 5-10 dose uom: mg frequency: prn: as needed route: oral reason started/indication: post-op pain second surgery end_date: (B)(6) 2025 corresponding ae (B)(6) 2025_new right leg pain outcome status:not recovered/resolved adverse event info: date the site became aware of event : 2025-03-17 relative time from the procedure : post surgery date of additional surgery (B)(6) 2025 primary reason for the additional surgery adverse event related to study index surgery specify the corresponding ae (B)(6) 2025_new right leg pain type of additional surgery: revision yes spinal levels l3 : yes spinal levels l4 : yes spinal levels l5 : yes mdt cst ailliance eligible devices implanted during the idx surg, remain in the subject at the end of this add spinal surgery yes subevent number: 001 narrative: he reports an increase in right leg pain that is new compared to pre-surgery. He first noticed this after he stopped taking his opioids around (B)(6) 2025 and describes it as a shooting burning and aching pain that is fairly constant and is disrupting his sleep. He also feels that he can't lift his leg up and this has gotten progressively worse over the last few days. Site seriousness assessment: congenital anomaly: no death: no disability: no hospitalization: yes, life threatening: no medical or surgical intervention: yes, site related assessment: site related to the procedure and device

Manufacturer narrative:
MDR was submitted in accordance with activities related to CAPA#734075 h6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: event description corrected medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient with clinical ID (B)(4) and study ID (B)(6) stail / (B)(6) stail. Having spinal therapy. It was reported that patient had right leg pain.